Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that it could not display flow speed. The use of the instrument was unknown. There was no adverse patient effect associated with this event. Medtronic received additional information that the rotational speed did not match the flow rate. The machine still displayed a flow rate of 3.5 l even when there was no rotational speed. After initiation, the rotational speed did not match the flow rate, but the device did not issue an alarm. It was reported that the device might have had unstable flow or a malfunction of the flow sensor.

Manufacturer narrative:
Device evaluation:the reported issue that the instrument would not display flow speed was not verified during service.during preliminary analysis the instrument booted up normally and was operating normally after two days of operation.the screen display was normal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.